Event description:
The reporter is alleging the defibrillator, when used with the device, does not transfer to full selected energy to a pt. This opinion is based on a perceived reduced rate of cardioversions and an increased use of higher energy.